Event description:
A user facility reported that the vmx arm that holds the tube assembly in position broke as it was being positioned by an operator for an exam. The arm weighed approximately 40kg. There was no pt involved and there was no injury reported. The concern is for a serious injury if the arm were to break and contact a patient or operator during an exam.

Manufacturer narrative:
The ge field engineer (fe) evaluated the system and found that the vmx arm broke at the top joint. The fe replaced the arm and returned the product to service. Details of the affected person involved in the incident are not available since the user facility refused to provide additional information.